Event description:
It was reported by the sister of the customer that the customer, had purchased a box of hollister convex skin barriers w/integrated floating flange, sku (B)(4). He stated that with the first two barriers form the box there was a plastic protrusion which was uncomfortable on the skin. With the third barrier that was applied, the customer reported that a plastic protrusion inside the barrier penetrated the skin causing it to bleed. The customer went to the hospital and wound closure strips were used to close the wounds which have since healed. No products are available for investigation.

Manufacturer narrative:
No other events of this type were identified in the product performance system. The consumer stated they would provide additional information by mail but no contact information was received by hollister.